Event description:
Sensor failed to alert customer of full waste container, resulting in human blood waste overflow that broke containment provided by the instrument. Samples were not compromised, users were in no immediate danger, but potential for blood exposure existed.